Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 46.76¿ from the distal tip. The component is broken and there are missing pieces, but the size of the missing pieces cannot be confirmed. The missing pieces were not returned. Components adjacent to this broken main tube do not show damage. The main tube was broken and various components appear to have been cut off and not returned. In general when this happens, the likely cause of the user having to cut off the cables and detach the distal end is because of a dislodged proximal clevis. A dislodged proximal clevis can result in difficulty removing the instrument from the cannula, so oftentimes the user cuts the grip and pitch cables at the distal end in order to be able to remove the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps stopped responding to commands. The procedure was completed with no reported injury.